Event description:
The following has been reported: biomed reported: "nurse said pump has an error showing up." A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sensor hardware failure (downstream air sensor). Unit started up with no alarms. Performed admin test to verify set ID, dsps calibration and verification tests. The device tested ok. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. No other damage found.